Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿error code 1836, and there was dust inside the liquid crystal display (lcd)" was confirmed. The root cause was an anomaly in the components (motor, motor revolution detection sensor, and lcd lens) and were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the error code was 1836, and there was dust inside the liquid crystal display (lcd). The event occurred during patient use, and no patient harmed reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.